Event description:
It was reported that the pulse generator exhibited inappropriate programming. No intervention was reported. The patient was in good condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).